Event description:
A pt death (unspecified) was reported; the health care provider did not consider this related to the device and was requesting info on shutting off the device. Add'l info has been requested, a follow-up will be sent when add'l info becomes available.

Manufacturer narrative:
(B) (4).